Manufacturer narrative:
Evaluation summary: device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe any faults in connection with the function of the pen.

Event description:
Remaining product in cartridge [device malfunction] (B)(4). Case description: medical device info: class iib. Spontaneous report received from (B)(6) and reported by a pharmacist as "oedema with blue in legs" and "remaining product in cartridge". It concerns a (B)(6) female pt treated with norditropin simplexx (somatropin) from an unk date and ongoing and nordipen 10 classic (growth hormone delivery device) from and to unk dates for "drug use for unk indication". Medical history was not reported. On an unk date in (B)(6) 2009, the pt experienced (B)(6) with blue in legs. According to the pt who reported that the cartridge of norditropin simplexx was used correctly, corresponded to 14 days of treatment, but she noticed that after 20 days, there remained some product in the cartridge, therefore, she also suspected nordipen 10. The pt used novofine (8 mm) needles. Despite, she changed to another cartridge of norditropin simplexx, the adverse event persisted. The overall outcome is reported as "not recovered". Analysis result: product norditropin simplexx 10 mg. Lot no: xu61529. Drug conclusion: visual examination of the received samples has been performed. Furthermore, trending on the batch has been performed. Nothing abnormal was found. Product: nordipen 10 classic, lot no: rscl859. Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing, it was not possible to observe any faults in connection with the function of the pen.